Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft detachment was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling. It should be noted that the xience xpedition v everolimus eluting coronary stent system instructions for use states: note: if unusual resistance is felt before the stent exits the guiding catheter, do not force passage. Resistance may indicate a problem and the use of excessive force may result in stent damage or dislodgement. Maintain guide wire placement across the lesion and remove the delivery system and guiding catheter as a single unit. (B)(4).

Manufacturer narrative:
(B)(4). Instructions for use (IFU) deviation statement on the supplemental report is not applicable in this case.

Manufacturer narrative:
(B)(4). Excessive force. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mildly tortuous, mildly calcified, mid left anterior descending artery. The mid to proximal shaft (hypotube) separated during a failed attempt to cross. Force was used in the attempt to cross. The decision was made to leave the patient on medical management. No further treatment was attempted. There was no clinically significant delay in the procedure reported. No additional information was provided.